Manufacturer narrative:
Device evaluation completed on november 20, 2020. During the visual evaluation, an anomaly was noted on the posterior view of the device consistent with a crease / fold. A tear (a) was observed within the crease / fold, measuring approximately 0.1 cm. An additional tear (b) was noted in the same view and extending to the anterior aspect, measuring approximately 4.0 cm microscopic examination in the tear (a) edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Regarding the finding of the rupture within the crease, the evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the initial report has an incorrect statement: ( a manufacturing record evaluation is in progress). The correct statement is: since no lot number was provided, no manufacturing record evaluation could be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with mentor smooth round moderate profile 425cc saline breast implants which the left side deflated after implantation. The deflation was slow decrease without trauma. The issue was confirmed by the physician. As a result patient scheduled for bilateral removal and replacement with another implants on (B)(6) 2020.

Manufacturer narrative:
Updated device evaluation completed on (B)(6) 2021: during the visual evaluation, an anomaly was noted on the posterior view of the device consistent with a crease/fold. A tear (a) was observed within the crease/fold, measuring approximately 0.1 cm. An additional tear (b) was noted in the same view and extending to the anterior aspect, measuring approximately 4.0 cm microscopic examination in the tear (a) edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Regarding the finding of the rupture within the crease, the evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 7th, 2020: the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 24,2021 mentor became aware that unintentionally missed reporting the mre result in manufacturer report number 1645337-2020-06870 follow up 3. Manufacturer¿s reference number: (B)(4). The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures.